Manufacturer narrative:
The initial MDR was filed as MFR report #3007566237-2013-02589. Additional review indicated the correct manufacturing site was sit # (B)(4). Upon further review the device was determined to be an external neurostimulator and not an implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the ¿email was sent when she was having a problem with her scs trial device.¿ it was noted that the patient could not get their external programmer to turn on. It was further noted the patient replaced the batteries and the device turned on. It was reported the ¿trial went okay¿ but the patient ¿wished they had better results¿. It was stated the patient was hoping the device would give them ¿100% relief¿. It was reported the patient is unsure if they will proceed with implant of device.

Event description:
It was reported the patient¿s device was ¿not working¿ and that it was ¿probably the battery.¿ the day after initial report the patient reported they ¿received the information they needed via a phone call¿ with a manufacturer representative. No further information was available at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).